Event description:
It was reported that the ilet displayed an ¿unable to proceed. Please check notifications¿ alert; the patient could not clear the alert or complete the load process despite repeated tubing fills, and the device was replaced; the event was associated with an alarm and a consecutive stalled motor indication. Symptoms included hyperglycemia with a reported maximum of 317 mg/dl persisting since the morning. Outcomes included use of backup subcutaneous insulin via pen and execution of a ketone action plan, without ketone testing, medical intervention, or hospitalization. Investigation included troubleshooting with notification review, repeated load attempts with multiple tubing fills, assessment of impact on blood glucose, and arrangement for device replacement and return. Investigation of the returned device revealed an unresolved alarm attributed to a stalled motor during insulin loading, consistent with an insulin delivery mechanism issue in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor/insulin delivery system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.